Event description:
The customer reported the c-arm will not raise or lower. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and reseated fuses, connectors, and switches, and replaced the vertical lift power supply. System operates as intended. (B) (4).